Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was 170 mg/dl/ the customer was able to clear the alarm and resume insulin delivery, but another occlusion alarm occurred with the same supplies two hours later. The customer declined troubleshooting.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.